Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited scope error (e116). The issue was identified at the time of inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226: otv connection error a root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of communication error displayed is due to (transmitter and receiver module) txrx module failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.